Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found the sensor cannula bent inside the sensor. Unable to confirm that the customer received the sensor in said condition due to product being returned opened/used. Found the cannula sensor whole with no broken or missing parts.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor break. Customer's blood glucose at the time of incident was 180 mg/dl. The customer stated that he doesn't feel the needle in his tissue. The customer reports the sensor cannula is still in the body. The customer was advised and reassured from our experience it is unlikely the sensor fractured and is most likely the result of a sensor retraction. The customer was advised to return the sensor for analysis and we will issue a replacement sensor.